Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited an inappropriate mode switch due to noise oversensing. The atrial lead was capped and replaced on (B)(6) 2024. The patient experiences no consequences.